Manufacturer narrative:
The philips field service engineer (fse) confirmed and duplicated the reported issue. Following the evaluation of the device, the fse replaced the gas delivery system (gds) to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Event description:
The customer reported that air is coming out of the unit, however, it displayed no oxygen connected. There was no patient involvement or harm. This event was reported to have occurred during pre-use setup.